Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially the records related to the collagen casting and the collagen based film results were found within specifications. The visual examination of the returned sample shows that: the sample was returned in a biohazard bag with the instructions for use (IFU). The sample was returned contaminated by blood. The mesh was returned folded (collagen face against collagen face) and maintain in its position. The textile knitting pattern was found as expected. The mesh dimension found was 17 x 15 cm. The collagen is no longer present on the mesh except in a few places. On one side: the yarn between the flap and the mesh was found disjointed (3 cm). On the other side: the flap was found disjointed from the mesh and folded. 1 fixation system was found. 2 other fixation (black yarn) systems were found on the mesh. Pieces of collagen were found detached in the biohazard bag. The reported condition was confirmed. The external contact specifies that the involved mesh will repair an inguinal hernia. It should be noted that the product IFU which accompanies each device states in chapter ¿indications¿ that ¿symbotex¿ composite mesh is intended for the reinforcement of abdominal wall soft tissue where a weakness exists, in procedures involving primary abdominal wall and incisional hernia surgeries¿. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or compon ent discrepancy. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause could not be determined medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an incisional hernia, during the implant, the collagen film of the device broke in small pieces and untied from the polyester. Another device was used to complete the case. There was no patient injury.